Event description:
It is reported that the pt had to undergo a revision because the avenir stem subsided and during removal of the biolox option head loosening of and scratches on the head were noticed.

Manufacturer narrative:
The MFR did not yet receive explanted devices, x-rays, or other source documents for review. As neither article nor lot number is known, the review of the quality records could not be performed. The cause for this specific clinical event cannot be ascertained from the info provided. However, there is no indication for a product failure. Should add'l info become available and/or the device(s) be returned for eval and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer, (B)(4) considers this case as closed. (B)(4).